Event description:
The customer called in to report an incident of loss of consciousness after treating based on adc meter readings. The customer reports having received high readings on the adc meter, dosing and then losing consciousness. Paramedics were called and the customer was treated in the ER with IV therapy. Further course of treatment in the hospital is unk. The customer reported readings on the meter of 139 mg/dl, 501 mg/dl and 156 mg/dl prior to hospitalization. It should be noted that the meter was not coded correctly.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.